Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to an unknown product performance anomaly. The lead was never in service and a new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.